Manufacturer narrative:
Batch review performed on 03 november 2022: lot 130272: (B)(4) items manufactured and released on 28-mar-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Other implants involved: batch review performed on 03 november 2022 on gmk-primary 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 140931 lot 140931: (B)(4) items manufactured and released on 14-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 03 november 2022 on gmk-primary 02.07.0510sf tibial insert std fixed size 5 / 10 mm (k090988) lot. 135560 lot 135560: (B)(4) items manufactured and released on 16-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain and instability. X-rays showed a recessed tibial component. At about 8 years and 4 months after primary surgery the surgeon revised all components and the surgery was completed successfully.